Event description:
It was reported that this lead was surgically abandoned due to impedance issues. This lead was successfully replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this lead was surgically abandoned due to impedance issues. This lead was successfully replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.